Manufacturer narrative:
The complaint cannot be confirmed since there are no intensions to remove the sensor.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where the physician was unable to remove the sensor on first and second attempts made.